Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they visited emergency room and were hospitalized for diabetic acidosis and high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 33 mmol/l. Customer stated that insulin pump had crack in battery compartment. Customer stated they does not think insulin pump caused diabetic ketoacidosis. Blood glucose level was 30 mmol/l when customer was admitted to hospital and treated with intravenous infusion insulin drip. Ketone test was performed and result was 5.9. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. Customer's blood glucose level at the time of call was 20.7 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer calling for her pump, she said it was replaced before but now it has a crack at the back , battery compartment. Customer currently at a hospital for diabetic ketoacidosis/high blood glucoses. Device had minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device passed the functional test. Device also had cracked battery tube threads and cracked case at the battery tube side. Unable to confirm alleged diabetic ketoacidosis/high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.